Event description:
A (B)(6) female with history of lumbar spinal stenosis and recent fall within one week of procedure was treated on (B)(6) 2011 with bilateral decompression at l4-5. The procedure was uneventful and pt was discharged the same day. Monday (B)(6) 2011, pt complained of left foot weakness, back pain and bilateral buttock pain. Pt was admitted to the hospital and an MRI performed. Post-tx MRI radiology report revealed no hematoma or other visible explanation for event. Pt was treated with medrol dose pack, morphine pca, valium IV and soma. Neurological evaluation determined surgical intervention unwarranted. The pt was transferred to a short-term rehab facility. An epidural steroid injection was given on (B)(6) 2011. On (B)(6) 2011, the pt demonstrated ability to stand from a sitting position, take unassisted steps and move around using a walker. By (B)(6) 2011 pt was able to walk with no assistance and was subsequently discharged. The physician reports pt's pain lower than pre-treatment and pain pill consumption as little as none per day. Pt was discharged from facility with no observed sequelae. Event cause remains unclear, with pt age and recent fall as confounding factors.